Event description:
After surgery on left hand/wrist for arthritis of the base of the thumb, the surgical site was dressed with xeroflo. Contact dermatitis causing severe itching and blisters resulted. The affected area was under the xeroflo. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: dressing for surgical site. Event abated after use stopped or dose reduced? Yes.